Event description:
It was reported during implant procedure that the pacemaker header was difficult to fully insert leads into. The operation was able to be successfully completed. The patient was stable and asymptomatic.